Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported. Patient implanted on an unknown date with a 4.5mm narrow lcp plate on an unknown date. It was reported that the plate broke and medical/surgical intervention was needed.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is entering the complaint system.